Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient was getting poor communication on the programmer and was unable to connect with the recharger. The last successful recharging session was a couple months ago. The patient was charging every week and then all of a sudden, the recharger would not connect with the ins and now it had been a few months and hadn¿t been able to use the stimulator. The patient had an appointment with their healthcare professional (hcp) on the day following the report. The patient had pain and didn¿t know if stimulation would help them or not because they hadn¿t been able to use it. The patient saw their hcp about the pain about a month and a half ago because it was getting worse. It was noted that the hcp said from what they could see physically, there was nothing wrong with the stimulator and there was nothing they could do about it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on 2017-apr-26. The caller stated that the stimulator was not working and it does nothing. The patient would charge the ins every week and then all of a sudden it did not work. The patient could not get the ins to charge or turn on. The patient was told that the device needed a reboot. Troubleshooting could not be done at the time of the report due to lack of access to the product and the caller was not with the patient at the time of the report. The patient went to their healthcare professional¿s (hcp) office twice to address the issue and both times there was not a manufacture representative (rep) there. A request for a rep was made. The patient¿s symptoms included their back pain getting worse and the patient always being in pain. It was noted that the issues began a while ago. The patient would follow up with their hcp. No further complications were reported/are anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the representative (rep) did not come to the appointment on (B)(6) 2016. The hcp stated that a follow-up appointment on 9-feb-2017 was cancelled by the patient. The rep was contacted to come to the next appointment to evaluate the stimulator. No further complications were reported.